Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The electrical leakage caused the internal hlc batteries to become depleted.

Event description:
It was reported that the customer's device had its charge-pak indicator illuminated. After an evaluation of the device, it was observed that the analog pcb assembly had electrical leakage, causing depletion of the internal hlc batteries. There was no patient use associated with the reported device issue.